Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190. Serial number reported: (B)(6).

Event description:
It was reported that the patient with this neurostimulator experienced multiple falls. The patient also reported feeling like they might have a urinary tract infection (uti) and noticed a decrease in bladder control. Stimulation was felt vaginally and rectally, but symptoms seemed to worsen. The patient was advised to check with their physician for a urine culture before making any changes to the stimulation settings. The device was still functioning normally with a green battery light. The patient will follow up with their urologist for their symptoms and the physician will evaluate if the lead was impacted. The patient was also waiting for the physician to determine whether to order an x-ray due to an arm/shoulder fracture. The patient was having difficulty managing care due to stress and confusion and is currently focused on recovery from the recent fall and injury. The patient has been taking prescribed antibiotics; the uti was confirmed. The patient stated that their bladder symptoms, which had previously improved with the device, have returned but are now improving. The patient is reportedly pleased with the device and had no complaints or concerns during the follow-up call. The patient will follow up with their provider around (B)(6) 2025, though no appointment is scheduled yet. The patient may undergo shoulder/arm surgery and is not currently concerned with the device. The patient will reach out if any further complications arise. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced multiple falls. The patient also reported feeling like they might have a urinary tract infection (uti) and noticed a decrease in bladder control. Stimulation was felt vaginally and rectally, but symptoms seemed to worsen. The patient was advised to check with their physician for a urine culture before making any changes to the stimulation settings. The device was still functioning normally with a green battery light. The patient will follow up with their urologist for their symptoms and the physician will evaluate if the lead was impacted. The patient was also waiting for the physician to determine whether to order an x-ray due to an arm/shoulder fracture. The patient was having difficulty managing care due to stress and confusion and is currently focused on recovery from the recent fall and injury. The patient has been taking prescribed antibiotics; the uti was confirmed. The patient stated that their bladder symptoms, which had previously improved with the device, have returned but are now improving. The patient is reportedly pleased with the device and had no complaints or concerns during the follow-up call. The patient will follow up with their provider around late (B)(6) 2025, though no appointment is scheduled yet. The patient may undergo shoulder/arm surgery and is not currently concerned with the device. The patient will reach out if any further complications arise. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190. Serial number reported: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.